Event description:
The customer reported that they received erroneous high results for several samples of one patient tested for free thyroxine (ft4) on an e411 analyzer and an e2010 analyzer at a different site. The first sample was tested on an e411 analyzer at the customer site, resulting as 2.20 ng/dl accompanied by a data flag. The sample was repeated on the e411 analyzer, resulting as 2.18 ng/dl accompanied by a data flag. This sample was repeated on (B)(6) 2015 on an e2010 analyzer at another site, resulting as 2.78 ng/dl. A second sample was collected on (B)(6) 2015 and tested on the e411 analyzer, resulting as 2.18 ng/dl accompanied by a data flag. A third sample was collected on (B)(6) 2015 and tested on the e411 analyzer, resulting as 1.94 ng/dl accompanied by a data flag. This sample was tested at an external laboratory on an abbott analyzer, resulting as 1.29 ng/dl. All results were reported outside of the laboratory. The doctor expected a normal ft4 result based on the patient's symptoms. The result of 1.29 ng/dl from the abbott analyzer was believed to be the correct result. The patient was not adversely affected. The e411 analyzer serial number was 143826. The e2010 serial number was not provided.

Manufacturer narrative:
A specific root cause could not be determined. There was not a sufficient volume of sample from this patient available for investigation. Based on the available data, an interfering factor may be present in the sample, but this could not be confirmed.

Manufacturer narrative:
This event occurred in (B)(6). Initial reporter. The phone number extension is (B)(6). A mobile phone number was also provided and this is (B)(6).